Event description:
It was reported that during implant, the physician saw low r wave sensing and high capture threshold on the right ventricular lead after attempting to extend the helix into position. A stylet was unable to be introduced into the lead due to a helix extension issue. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of stylet unable to be inserted and helix extension issue were confirmed while low r-wave amplitude sensing and high capture thresholds were not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. Visual, x-ray, and electrical testing found no other anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.